Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported system error 345 which was not reproduced. System error 345 was confirmed through review of the event history log. The eval was unable to determine the cause. The upstream and downstream sensors are known contributors to this symptom and have been replaced.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy in the emergency dept (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.